Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead was attempted to be implanted, but procedure was aborted because the patient expired. Doctor believed the patient had an unknown ischemia that ultimately led to cardiac arrest and death during procedure.